Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was operational upon arrival. The boards and connectors were reseated during the service call. The 5 vdc power supply was also adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a complete loss of motorized c-arm motions. No patient or user injury was reported.